Manufacturer narrative:
One used sample for the lot 6095527 and 6095527, one used 0.9% sodium chloride 10ml syringe having unknown lot number and sixteen unused sample for the lot 6095527 was received for evaluation. DHR of lot 6095527 was reviewed and it was confirmed that no non-conformities were reported during production. The visual and functional testing was performed. The complaint was not confirmed by investigation since all the units returned by customer were found within specification during the leak test. A leak failure was found at the used sample, the most probable cause is due to a slight separation at the cap of the injection site.

Event description:
It was reported that, when accessing, it was hard to puncture/access, and air bubbles were introduced, and the user was still unable to draw back blood into the syringe at the access site. Per reporter, the event occurred while in use with patient in the neonatal intensive care unit. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.